Event description:
The facility reported that the system displayed a message, "cassette blockage" during the procedure. The patient experienced an acquenous hemorrhage and a lensectomy was performed with subsequent sutures. Additional information has been requested, with no response to date.

Manufacturer narrative:
The company service representative examined the system and was not able to duplicate the problem. He replaced the receiver mechanism and retested the system. The system met specifications. The receiver mechanism is being returned for further evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when addtional reportable information becomes available. This report mailed in to FDA on: 07/17/2008.